Event description:
The customer reported to olympus, the visera pro video system center had no image. There were no reports of patient harm.

Manufacturer narrative:
E1 : (B)(6). G1: manufacturing contact facility name: shirakawa olympus co., ltd. The device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.